Manufacturer narrative:
A philips remote service engineer (rse) spoke with the customer and confirmed that the speaker was defective, and that the speaker would cut off, when the sound is too loud. The rse provided a quote to the customer for replacing the speaker assembly. Based on the information available and results of additional analysis, no further action is necessary at this time. The customer was provided information to replace the speaker assembly to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened. D4: product UDI: the manufacturing date for the reported device is prior to 24sept2016, therefore no UDI. Box e: reporting institution phone #: (B)(6). Reporter phone #: (B)(6).

Event description:
It was reported central station speakers were not working as the sound was too weak or non-existent. The speaker appears to be working but when the volume becomes louder, the speaker cuts out, becoming quiet or non-existent. It was also indicated 'at the level of the accident, the patient did not find the patient alarm bell, he wanted to be reported by removing his saturometric as the scope did not ring, he went up by himself by removing his midline, as well as the rest of the medical devices', for which the meaning is unknown. There was no report of actual harm associated with this complaint.